Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: it is not known if the proper surgical technique was followed to prepare the humeral canal. A definitive root cause cannot be determined with the info provided. Cause cannot be definitely determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the provisional became stuck in the pt's humeral canal.